Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine check, an alert was seen for long charge time. Manual capacitor maintenances were performed. Charge time returned to normal. Patient will continue routine follow ups.